Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the reservoir inlet cover was damaged and the reservoir would not fit in the reservoir tube. The customer's blood glucose reading was unknown. Nothing was replaced or returned.